Event description:
Intuitive surgical, inc. (Isi) received user facility report 3901330000-2025-8031 stating: robotic cadiere arm broke while in surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.